Event description:
It was reported that the product was suspected counterfeit. Further investigation will be initiated.

Manufacturer narrative:
(B)(4). Unknown; captured as awareness date. Batch #unk. Additional information has been requested and the following was received: how was the product purchased? Na. Is there an indication of how the product was distributed? Na. Is there any indication of the source? No. Based on the packaging, is there any indication of which market the original genuine product may have come from? No. Was the device used on a patient? If so, was there any patient consequence? I don´t have this information. Is a photo available of the product? Yes ¿ please see it below. How many devices are suspected to be counterfeit? Evaluating the incident and the photos, the batch: tn4057 ¿ there are some errors orthographic ¿ missing space after comas ¿ worlds: surgery, llc which can determine as suspicious, as the sample is no longer available, it is not possible to confirm the counterfeit. Information about the distributor, which mentions our brands for sales that apparently are not genuine. I also share with you the price they are assigning for plus recharges, at (B)(6) each. They also mention that they can ship to (B)(6). How was the product purchased? Directly, via the internet, etc. I understand that the product was purchased in the us, however I do not have accurate information. Do we have information on how the product was distributed? Website, social network or contact medium. There is an internet page, located on instagram, which sells cartridges at a glance completely the same as those of ethicon, and these same ones come from china. However, I cannot confirm that the origin is from said page, but due to the similarity of the product, I consider it important to mention it. Is there any indication of the source? Any information/name/company/of the seller of the product. No information yet, but I understand that they are unregistered sellers, who buy product or lots in the us and cross them for sale in (B)(6), without an invoice. Are there more products involved? Is it possible to get a sample? It is still unknown if there are more products involved, however, and I am authorized, I can find a way to buy a cartridge for shipment. Have these products been used on patients? Yes, no adverse event or malfunction was reported, further details are unknown. Is the origin of these products, vendor data or distribution method known? ¿ those details are unknown. Investigation summary this is an analysis of a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows a tyvek with product code gst60d, lot # t40n57, exp. Date: 2022-06-30. The lot number was reviewed, and it belongs to a gst60b device. Additionally, the artwork print on the tyvek was reviewed and compared with authentic package artwork and did not match the artwork print due to several inconsistencies noted on the printed and does not comply with j&j standard. The counterfeit product is confirmed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.